Event description:
It was reported that the patient's pacemaker had a battery malfunction. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The device was received in normal working conditions with battery voltage at elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.